Event description:
Caller reported a malfunction on a pump, with no notable events leading to the issue. There was no adverse impact to the customer's blood glucose level. Technical support (cts) determined that the malfunction code was resettable but had been reported multiple times before, leading to the decision to replace the pump. The replacement pump, equipped with updated software, was sent to the customer, who agreed to use multiple daily injections (mdi) as a backup therapy in the interim. Cts ensured that the customer understood the shipping and return process, requiring the pump to be returned within 10 days. Caller confirmed comprehension of instructions for putting the old pump into storage mode and acknowledged receiving and understanding the guidance for setting up the replacement pump.